Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: unit passes pre op check but will not ventilate properly. Pressure alarms.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: unit passes pre op check but will not ventilate properly. Pressure alarms.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4 follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. Unit passes pre op check but alarms with pressure alarms. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective inpiration valve. After replacing the inpiration valve, the device was found to be functional and was released for use.

Event description:
Hamilton medical ag received the following incident description: unit passes pre op check but will not ventilate properly. Pressure alarms.